Event description:
Defibrillator discharged to pt while dumping charged unit. The pad detached at the junction of the wire and pad. Resulting in 2 small burn areas 1 1/2 inches in diameter and superficial under the right upper arm and right upper chest at the side.